Manufacturer narrative:
Date of event is unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was contamination. The following information was provided by the initial reporter: I've been asked by one of our consultant microbiologists if you are aware of any possible contamination issues with b. Cerreus in your blood culture bottles? We had 2 positive blood culture bottles, from 2 different patients over the weekend, which didn't fit with the clinical picture of either patient. It is very unusual for us to isolate this from a blood culture. Anaerobic bottle, ref 442021, bottle ID 446585738136, lot 2088646 exp. 31.01.2023, flagged positive on (B)(6)2023.

Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was contamination. The following information was provided by the initial reporter: I've been asked by one of our consultant microbiologists if you are aware of any possible contamination issues with b. Cerreus in your blood culture bottles? We had 2 positive blood culture bottles, from 2 different patients over the weekend, which didn't fit with the clinical picture of either patient. It is very unusual for us to isolate this from a blood culture. Anaerobic bottle, ref 442021, bottle ID 446585738136, lot 2088646 exp. 31.01.2023, flagged positive on 01.01.2023.

Manufacturer narrative:
H6 investigation summary: catalog 442021 batch no. 2088646. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used.